Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced a shocking pain at the implant site after charging. Stimulation was turned off and the pain subsided. Additional information received indicated that the patient experienced a shocking sensation at the battery site after charging. The patient was evaluated in the clinic and both programs were reprogrammed. During an attempted charging session using a new charger, the patient again reported a shocking sensation at the implant site. The sensation persisted after the charger was removed. The device was subsequently placed in hibernation mode, and the patient was instructed not to charge or reactivate the device. The physician reported that the issue was likely related to the battery. The patient underwent a revision of the battery and the lead was left in place. There were no further patient complications.

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Concomitant product: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1ua01190. Model/catalog description: tined lead. Unique identifier (UDI)#: (B)(4).